Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a valve-in-valve procedure with a 26mm sapien 3 ultra valve in aortic position by transfemoral approach, the valve was deployed too ventricular, resulting in a reduced paravalvular leak but unsatisfying to the physicians. A new 26mm sapien 3 ultra valve was deployed resulting in a satisfying position, leaving only a trace paravalvular leak. Patient went to the recovery unit.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. The complaints for valve malposition and paravalvular leak were unable to be confirmed as relevant imagery/medical record was not provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training manual revealed no inadequacies. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. As reported, "physicians decided to perform a valve-in-valve procedure with a 26mm sapien 3 ultra. The valve was deployed too ventricular again due to unknown reason, resulting in a reduced pvl but unsatisfying to the physicians. Finally, a new 26mm sapien 3 ultra was deployed resulting now in a satisfying position, leaving only a trace pvl." Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple factors that contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. In this case, limited information was provided to determine the root cause for landing of the valve too ventricular. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with the tavr procedure. In this case, the valve was malpositioned (implanted too ventricular), which can impact the proper sealing of the valve skirt and the annulus. As such, available information suggests procedural factors (thv malposition) may have contributed to the pvl. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.